Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was treated for the low blood glucose with ice cream. The customer was informed that there could be many reasons for low blood glucose. The customer stated they are going to have heart surgery and was concerned about the doctors taking her off the insulin pump. The customer was informed that their health care providers should take care of her during surgery. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.